Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as contraindications, warning, precautions and instructions for use. The visual inspection of the returned device reveals that glue residue is visible around the entire circumference of the tube. This would suggest that the device was manufactured properly and that it saw excessive force in use. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided it is feasible to suggest that the separation could have been caused by the device experiencing high internal pressures or experiencing high forces on the connecting tube/proximal fitting glue joint. However, with the current information available, a definite root cause cannot be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
During an unknown procedure on a patient of unknown age and gender the side port came off of the introducer during injecting. The patient lost an unknown amount of blood but did not require a transfusion. The physician was able to replace the product and complete the procedure with no further complications. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
During an unknown procedure on a patient of unknown age and gender the side port came off of the introducer during injecting. The patient lost an unknown amount of blood but did not require a transfusion. The physician was able to replace the product and complete the procedure with no further complications. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.